Event description:
The customer reported floating on the ultrasonic transducer (pink probe). A tear was observed on the ultrasound tip. There was no patient injury reported.

Manufacturer narrative:
The scope was returned to the service center for evaluation. The customer¿s complaint of a¿ tear on the ultrasound tip¿ was confirmed. The probe¿s pink rubber was found to have a big chip and the glue was missing the forceps elevator cover. Non-olympus bending section rubber and bending section glue were noted on the scope. Dry fluid was found the scope¿s objective lens and the cement was noted to be peeling on the light guide lens. A leak was noted at the scope¿s biopsy port. The breakage was noted on the light guide and dim light bundle. The a shadow was observed in the echo signal. A pinhole was noted on switch #1. Chemical damage, discoloration , cuts and scratches were noted on the scope¿s insertion tube. The cause of the physical damage to the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
Additional information was received from the customer. The scope was observed before starting the day by the lead technician performing the morning inspection and saw the tear on the tip of scope. The scope was never used for a procedure. The scope was scheduled for a therapeutic procedure, therefore a different scope was used for that case. It was unknown when the tear occurred.

Manufacturer narrative:
Additional information has been received from the customer (b5). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, regarding the surface of the acoustic lens chipped, it is likely that external force was applied to the distal end. Regarding the adhesive on the distal end peeling, it is likely that external force was applied to the distal end. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.